Event description:
It was reported the functional test there is a defib test failure.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.

Manufacturer narrative:
During the functional test, there was a failure in the defibrillator. Multiple attempts were made to obtain information about the cause of the issue and potential resolution. The customer reported that the equipment has since been repaired. The cause of the failure is unknown. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The equipment has been repaired, according to the customer. However, we are unable to confirm the reported issue and its cause as the customer has not provided any further details upon request. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.